Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in 1995. A review of the device history and service history was performed. There were no issues found that could have caused or contributed to the reported event. A review of the event history log found an increased intraperitoneal event (iipv) had occurred on (B)(6) 2013. The iipv was addressed in manufacturer report number 1416980-2013-22043. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). As the death was not reported until after the device has been service, a complete device analysis could not be completed to investigate the reported death. However, a review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The patient had performed pd therapy the night before their death. In the morning the patient ended therapy and left the house. The patient later became unresponsive and was taken directly to the hospital. The patient was pronounced dead on arrival at the hospital. The cause of death was a sudden cardiac arrest. It is unknown if an autopsy was performed. No additional information is available.